Event description:
It was reported that the image was really dark when using the near infrared (nir) handheld camera. The customer service representative mentioned that the illuminator brightness was increased to 100, whereas it is usually set to 80, but the image remained dark. The representative was unable to access the nir menu to adjust the image without an nir camera and planned to call back when a camera was available to adjust the brightness. The customer also observed burning fiber optics. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the handheld camera light source; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.